Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection revealed the device was not returned with the blue split cannula, the suture or anchors. The device has been triggered. The depth gauge limiter has been cut. The needle appears to be bent horizontally. A functional evaluation revealed the actuator functions as intended. A review of the instructions for use found: read these instructions completely prior to use. Delivery instrumentation is required for proper placement of the implants for optimal surgical result. Do not bend delivery needle. A review of the customer provided image confirms the batch number and product number of the device. The image also reveals the suture and anchors are detached from the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a meniscus repair using the ultra fast-fix assembly - curved, after the deployment of both ts the suture was broken. The procedure was completed with a delay of 30 minutes or less using a smith and nephew back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.